Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device avail. For eval corrected from no to yes. Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination of the entire shaft found no kinks or damage along its length. An examination of the balloon found no damage. The balloon did not appear to have been subjected to any positive pressures and was tightly folded around the shaft. A visual examination of the crimped stent fond that the stent was pulled 8mm distal from the proximal markerband. An examination of the crimped stent found that the stent struts at the proximal end of the stent were damaged and misaligned. This type of damage to the stent is consistent with the stent getting caught on an object during withdrawal and being pulled distally on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent movement on balloon and stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right external iliac artery. The 7.0x30x75cm express¿ ld vascular stent was advanced to treat the lesion, however, resistance was encountered and the distal tip of the device came in contact with the proximal edge of a previously implanted non bsc stent. The physician then removed the device from the patient and it was noted that the stent proximally moved on the stent delivery system and a part of the stent was lifted. The procedure was completed with a 7x17mm express ld stent. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that stent movement on balloon and stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right external iliac artery. The 7.0x30x75cm express¿ ld vascular stent was advanced to treat the lesion, however, resistance was encountered and the distal tip of the device came in contact with the proximal edge of a previously implanted non bsc stent. The physician then removed the device from the patient and it was noted that the stent proximally moved on the stent delivery system and a part of the stent was lifted. The procedure was completed with a 7x17mm express ld stent. No patient complications were reported and the patient's condition was good.